Event description:
One endeavor rx drug-eluting stent was implanted at the mid lad. Patient was asymptomatic/free of symptoms at 30 day follow up, 6 month follow up and 1 year follow up. It is reported that an ischemic stroke occurred approximately 14 months following index procedure. It is reported that the patient had a past history of atrial fibrillation and was taking aspirin, clopidogrel and warfarin. The warfarin was ceased 1.5 weeks before the stroke event. Investigator indicated that the event was not related to the study stent.

Manufacturer narrative:
(B) (4): evaluation results: (cva/stroke).

Event description:
The patient suffered a stroke approximately 42 months post the index procedure and was hospitalized. The investigator has indicated that the event was not related to the study stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (cva/stroke). Conclusions: inherent risk of procedure - (cva/stroke). (B)(4).